Event description:
It was that the device exhibited a high flow rate. There was unknown patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual checks found a detached downstream occlusion (dso) seal and functional tests found a defective latch sensor. An accuracy test was performed, and the device failed the test (+6,053% +5,937% +6,130%). The reported problem was duplicated. The primary problem was a defective explusor. The dso seal and explusor will be replaced to solve the issue.